Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the tubing separated from the middle part that gets connected to her body and she could not use that set. No further information available.